Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained that the surface of the cable was fraying and falling apart. This was repaired by taping several times. The patient reported hearing a buzzing sound from the cable. The cable was immediately replaced. There were no alarms during the event.

Manufacturer narrative:
Section e1: reporter email was not available manufacturer's investigation conclusion: the reported event of the surface of a modular cable fraying and falling apart was confirmed via evaluation; however, the reported event of a buzzing sound from the modular cable was unable to be confirmed. Visual inspection of the returned heartmate 3 vad modular cable (lot number 8390257) revealed a taped outer polyurethane jacket. The tape was removed, and tears in the discolored outer jacket were observed. No damage to the underlying layers was observed. The integrity of the modular cable¿s inner wires was evaluated, and the cable passed all tests without issue. The modular cable was connected to a mock circulatory loop and was able to operate the system as intended without any alarms active; manipulating the cable had no effect on pump function. No atypical sounds were reproduced throughout testing. Review of the submitted log files did not reveal any atypical alarms or events. All of the captured data appeared to show the modular cable operating as intended. Provided information stated that there were no alarms associated with the event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch section 2 - ¿system operations¿ and heartmate 3 lvas patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The user is instructed, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, addresses how to properly care for, maintain, and store the equipment for proper use. The IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.